Manufacturer narrative:
The investigation of the arm associated with this complaint is underway and the root cause is not currently known.

Event description:
A professional customer reported that approximately 30 minutes into a rescue attempt, the device's suction cup broke. The customer did not report any patient injury and stated that the patient survived and was transported to the hospital.